Manufacturer narrative:
The reported event of a break was confirmed. The reported event of no telemetry was not confirmed. The device battery voltage was above elective replacement indicator (eri) level upon receipt. Visual inspection found the header was broken off. Field information confirms device was broken during explant. Analysis of device image indicated device was within normal range of operation. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly contributing to reported event of no telemetry.

Event description:
Additional information was received that the empty battery observed was due to normal battery depletion. The failure to interrogate was using bluetooth telemetry.

Event description:
During an in-clinic follow-up, the device was unable to be interrogated as the battery of the device was empty. A revision procedure was performed. During the procedure, the device broke apart. An x-ray was performed on the patient and no anomalies were observed. The device was explanted. The patient is stable. Further information was requested but has not been received.